Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. The events of silicone migration, inflammatory nodule, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, inflammatory nodule, and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Patient representative reported "lump in breast," "ruptured breast implants," "fluid and silicone was found surrounding the sub-pectoral space in the left breast," and "silicone granulomas present in the left axila." Device has been explanted. This is for the left side.